Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to an emergency room and eventually got hospitalized on (B)(6) 2025 due to hyperglycemia and occlusion alarm event. Blood glucose level was 305 mg/dl at the time of the event. Patient got treated with insulin via intravenous (IV). The duration of hospitalization was less than 24 hours. Patient was experienced the symptoms of sick/unwell. No further information available.